Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was received but could not be investigated for this allegation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.